Manufacturer narrative:
B1, b2, b4, b5 - additional information received additional codes and h1, h6 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the revision surgery was performed on (B)(6) 2024.

Manufacturer narrative:
D1, d2, d4: product identifiers are unknown g4: product identifiers are not known, hence 510k# is unknown. Radiographic image review comments were given as lateral x-ray l4-s1 fusion. Both s1 screws appear fractured. Screws cut, s1 appear fractured bilaterally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4-s1 psf. Pre-operative diagnosis for this procedure was l4-s1 ddd with grade 2 spondy at l5/s1. It was reported that the device has broken. Patient broke their s1 screws 4 months post opp. There were no patient symptoms reported. There were no further complications reported regarding the event.